Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event not provided. Manufacturing date requested but not available at the time of this report. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Surgeon reported that a patient presented post op with toxic central keratopathy in 1 eye. Patient's post op uncorrected visual acuity (ucva) ranges from 20/40 - 20/60. Central scarring and central corneal haze present. Surgery date is 3 months prior to (B)(6) 2019.